Manufacturer narrative:
Block b3: date of event was approximated to be (B)(6) 2018 as no specific event date was reported. (B)(4). Block h10: block b5 has been updated based on additional information received on january 02, 2019 and january 16, 2019. Block h11: block h6 ( patient and device codes) has been corrected based on additional information received on january 02, 2019 and january 16, 2019.

Event description:
It was reported to boston scientific corporation on december 05, 2018, that a wallflex biliary rx fully covered rmv stent was used during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on an unknown date. According to the complainant, during the procedure, the stent was misdeployed. There were no patient complications reported. According to the complainant, the wallflex biliary rx fully covered rmv stent was used to treat a malignant stricture in the common bile duct. The patient's anatomy was tortuous. Reportedly, during the procedure, the stent was prematurely deployed. The stent was removed from the patient together with the delivery system. Reportedly, the device was visibly damaged; however, boston scientific has been unable to clarify the nature of the damage. The procedure was completed with a plastic stent. According to the complainant, the wallflex biliary rx fully covered rmv stent was not fully deployed. The stent was partially deployed on the delivery system when it was removed from the patient.

Manufacturer narrative:
Date of event was approximated to be (B)(6) 2018 as no specific event date was reported. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018, that a wallflex biliary rx fully covered rmv stent was used during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on an unknown date. According to the complainant, during the procedure, the stent was mis-deployed. There were no patient complications reported. Despite numerous attempts boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.